Manufacturer narrative:
The company service representative examined the system and noted system message (sm) - ¿laser controller footswitch disconnected while firing¿ in the event log, which would change the laser state to standby. The company service representative was unable to replicate the reported event. The company service representative replaced the interface printed circuit board (pcb), the rear cable, and the interface breakout pcb, as a preventive measure. The system was then tested and met all product specifications. The system was manufactured on december 17, 2012. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that before a vitrectomy procedure, the laser keeps going from ready to standby. An alternate system was used to proceed with surgery. Later is was discovered that the foot pedal was loose from the back of the system.